Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated ablation procedure, loss of capture was observed on the device. The physician believes the cause was due to radiofrequency (rf) interaction from the ablation procedure. The device was reprogrammed post-procedure to resolve the event. The patient was stable and will continue to be monitored.